Manufacturer narrative:
Zoll medical germany evaluated the device and paddles. The device was also sent to zoll medical united states, but the customer's report was not replicated or confirmed. The device was put through extensive testing, which included all functional testing without duplicating the customer's report. The device will be recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device failed to discharge. Complainant indicated that there was no patient involvement in the reported issue.